Event description:
The customer reported image interference and the image disappeared when connector was moved during inspection for use involving an olympus video scope cable. The procedure was completed using the same device. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.